Manufacturer narrative:
(B)(4).

Event description:
Patient's generator and lead were removed because the device "eroded through the patients skin". Both the generator and lead were starting to come through the patient's skin and the whole area was infected. Patient picking at the site was stated to be the cause of this. Additional information was received that the patient's lead "wire was sticking out of his neck". The explanted devices were received. The generator was analyzed and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. A portion of the lead assembly body including the electrode section was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Analysis was performed on the returned lead portion and there were no anomalies identified with the analyzed product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the slice mark and incisions marks found on the outer silicone tubing. The slice mark and incision marks were most likely caused by a sharp object which could have been made during the explant procedure, however this cannot be confirmed. Based on the findings in the lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
Clinic notes were received detailing a patient's previous surgical history with vns. The surgeon noted that the patient's vns was implanted for approximately 5 years, and the patient experienced drainage out of the neck incision site on and off during the last 1-2 years of implant. The surgeon discussed that when he administered antibiotic keflex, the drainage would dry up. However, if the antibiotics were stopped by other medical professionals, the drainage would return. The surgeon ultimately explanted the vns as the incision site had become very infected by fourth or fifth recurrence of drainage.

Event description:
Information was received from the caregiver that the patient's previous device was removed due to a (B)(6) infection.